Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject suffered a post-operative adverse event due to component loosening. It is noted as a definite in relating to the study device. It was noted in report that "right shoulder pain increasing over the last year. A visit on (B)(6) 2016 showed possible loosening of the glenoid component. This was confirmed via CT and reviewed at the (B)(6) 2017 visit. The subject is scheduled for a revision surgery."